Event description:
An article was reviewed regarding a study which investigated behavioral management of dysphonia and laryngeal dyspnea secondary to use of vagal nerve stimulation (vns) in an individual with medically refractory epilepsy. The study focused on one patient, and this patient received treatment with a speech language pathologist (slp) and laryngologist to observe patterns of laryngeal hyperfunction using biofeedback, and treatment with the slp to learn to perform rescue breathing techniques, relaxation techniques, and awareness of muscle tension to aid the control of symptoms during vns stimulation. It was stated that prior to this study treatment, the patient was unable to receive benefits from the vns due to severe laryngeal adverse effects, such that the device remained off for eight months post-implantation. Following this treatment the patient was able to tolerate increases in vns output current with laryngeal effects effectively managed. It was concluded that voice therapy was effective in managing changes in vocal fold mobility and laryngeal tension. The patient studied experienced voice changes, swallowing difficulty, coughing, gagging, shortness of breath, and stridor. The patient's symptoms were so severe that she was unable to tolerate vns even at the lowest possible settings and the device remained off for eight months post implantation. When the vns was off, she did not report any laryngeal symptoms. Videolaryngoscopy revealed temporary immobility of the left vocal fold while vns was stimulating, but very little hypopharyngeal response as the patient was able to maintain a conversation and a patent airway during stimulation and only at increased levels and not with low levels of output. A comprehensive review of the patient¿s health records did not reveal any concurrent modifications to medical or pharmaceutical care that may have contributed to improvements in laryngeal functioning. It was stated that the biofeedback therapy with a slp and a laryngologist was not done to preclude a serious injury. It was stated that not all of the laryngeal symptoms for this patient were directly caused by the vns. It was stated many of the symptoms were responses to more mild symptoms caused by the stimulation of vns which is why therapy was helpful to improve the symptoms the patient was experiencing. No additional relevant information has been received to date.